Manufacturer narrative:
The device serial number was incorrectly documented. The serial number has been updated from (B)(4) to (B)(4). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from australia that during an ear nose and throat (ent) surgical procedure, it was observed that the motor device was heating up and becoming hot. It was further observed that there was noise coming from the device. There were no delays to the surgical procedure. The reporter indicated that after the same device had cooled down, it was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.